Event description:
During ptca of sequential lad stenosis a dissection developed in the mid-lad. An attempt was made to stent the mid-lad; however, during the inflation of the stent balloon, the balloon ruptured and created a perforation in the mid-lad. Attempts made to seal off perforation with balloon inflation were not successful. Pericardial tamponade developed. A pericardiocentesis was performed and the pt had bypass surgery, including svg to lad with vein patch angioplasty and endarterectomy.